Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Additionally, the customer failed to properly cycle the cartridge and was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer was advised to replace supplies as necessary and continue insulin as usual.